Manufacturer narrative:
(B)(4).

Event description:
----

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the clinical observation was confirmed. The terminal end insulation containing the terminal seal rings was lifted from the peek. Seal rings lifting from peek could result in insertion difficulty into the header, if the seal rings "bunch up" upon insertion, an initial report was previously submitted to FDA on 02/09/2010; however, due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Additional information indicates that this product was later explanted and returned for analysis.